Manufacturer narrative:
G4:01dec2020, b4:02dec2020 . Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator had a battery issue. There was no patient involvement. The customer troubleshot with technical support and found a battery failed error code. The customer reported to be doing preventive maintenance (pm) and noted after the new battery went in the unit logged the battery failed error code. During troubleshooting, the customer was advised to inspect the pins in the power harness that the battery connects to. The customer found the top right pin was pushed back. The customer was advised to reseat the pin and replace the hardness if necessary.